Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative confirmed the reported issue. To resolve the issue, the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when attempting to perform a confirmation spin in a spinal fusion, the imaging system displayed "connected not ready" and the navigation system displayed that the network cable was not connected. Restarting the imaging system did not resolve the reported issue. The network cable was confirmed to be connected. The surgeon opted to complete the procedure without the use of the imaging system. The site brought in a c-arm for the confirmation spin. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins on the cable.